Event description:
The customer reported having unexplained high blood glucose of 360mg/dl. The caller stated that her insulin pump alarmed motor error during the manual prime process. Troubleshooting was performed. Assisted the caller to run the displacement and self test and they passed. Reviewed the alarm history and found no delivery alarms and motor error. During the call, the customer stated that she was in the emergency room due to large ketones and high blood glucose as a result of the no delivery alarms. The caller stated that she changed the infusion set six times due to the alarms. The customer mentioned that the insulin pump was exposed to x-rays several months ago. The caller did not feel comfortable and requested the device be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Motor error alarm during basic occlusion test due to faulty force sensor. Unable to perform occlusion, prime and no delivery tests due to motor error alarms during basic occlusion test. The insulin pump had a missing end cap sticker.